Manufacturer narrative:
(B)(4). Batch number: r57k3d. Investigation summary: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what was the appearance of the staples? (B-formation, irregular, legs straight)? Irregular and both regular. Were any blood products or transfusion required? No this was not the issue. Is the current patient status known? Yes, patient went home next day after surgery as planned. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No there wasn¿t.

Event description:
It was reported that during a lap. Gastric bypass the gst60b, used on creating the pouch, was bleeding heavily. This was not an oozing, it was a significant bleeding where multiple clips had to be used to stop the bleeding.